Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: evaluation of the returned modular cable revealed discoloration of the inline connector and controller connector bend reliefs. Although a specific cause for these findings could not be conclusively determined, they did not appear to contribute to an electrical issue. The heartmate 3 modular cable was returned in used condition. No signs of damage such as cuts, holes, or tears were observed. Incidental finding: bent pin in the inline connector. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook rev. C, are currently available. The IFU states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap.". The IFU also outlines the steps for connecting the pump and modular cables. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The section patient care and management¿ informs the user ¿if the driveline or modular inline connector appears damaged, please contact abbott medical for assistance¿. The patient handbook contains information regarding how to clean and care for the driveline. The handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a routine heart transplant. There were no reports of problems with the device. Investigation found discoloration of the modular cable bend reliefs.